Manufacturer narrative:
An event of tip of sheath damaged while inserting sheath into patient's groin was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 12f amulet delivery sheath was selected to implant a device. While inserting the sheath into patients groin (femoral) over the non-abbott device, the tip of the sheath was damaged. The sheath was replaced with 12f amulet delivery sheath. The procedure was completed successfully. The patient is stable,